Event description:
Surgeon inserted the vessel sealer into patient abdomen and had a recoverable vessel sealer fault on robot. Team did a soft reset and seemed to still get an error message stating that the blade might be exposed. Product taken out of service and replaced with a new vessel sealer.